Event description:
It was reported that the ventilator generated an o2 supply pressure high alarm. Ventilator log review found that the ventilator also generated alarms for low o2 concentration. There was no patient harm. (B)(4).

Manufacturer narrative:
No service on the ventilator was requested by the user facility who replaced the o2 gas module by themselves. No parts were returned for investigation. Provided ventilator logs confirm the reported alarms for o2 supply pressure high and low o2 concentration. Since no parts were returned, no investigation has been possible. Therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).